Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their sensors not communicating information and the device alarmed lost sensor. Customer states that they charged the sensor fully and continue to receive the error alarm. Customer's blood glucose level was 600 mg/dl at time of reporting. Nothing further reported.